Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon other similar reported incidents of this type, most likely once diathermy was applied, combustion occurred due to flammable vapors and/or the remaining disinfectant (octeniderm) that was around the operative site. There are warnings in the erbe esu user manual addressing these issues (i.e., not to use flammable disinfectants or if using a flammable disinfectant, it must be dry/completely evaporated prior to activation.). Additionally, the product data sheet for the octeniderm used warns that the disinfectants are highly flammable, and the vapors can form explosive mixtures with air. However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an osteosynthesis on the right upper arm. The esu was used with an erbe nessy omega neutral electrode (part number: 20193-082, lot number: information not provided). The neutral electrode was attached to the patient's left thigh. No information was provided regarding any of the other accessories used or the equipment's settings. Intraoperatively, a large second degree burn on the skin occurred at the incision area. The burn/necrosis was described as a rosy skin color with blisters and a lack of hair in this area. A wound edge excision was performed, and a fatty gauze dressing was applied to treat the necrosis.